Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-21. H6: investigation summary: one hundred and five sealed and two open 31g x 5mm pen needle samples were returned from lot. No. 0287428, cat. No. 320522. Visual examination of the two open samples was carried out and a bent non patient end of cannula was observed. Due to the condition the samples were returned no clog test could be carried out. A clog test as per tp700483 was carried out on thirty sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 1 bd pn 31g 5mm 5b was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported that the needles were not penetrable.

Manufacturer narrative:
Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pn 31g 5mm 5b was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported that the needles were not penetrable.